Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
Tip of guide pin for aequals glenoid snapped off. Unsure if it is in the patient. (ID patient (B)(4)).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.